Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 175 mg/dl when the insulin pump alerted her of a low glucose warning. The customer stated that when she did have low blood glucose, she would correct it, but the sensor would continue to show low sensor glucose. The most recent blood glucose reading was 199 mg/dl, compared with the sensor glucose reading of 212 mg/dl; the difference was within acceptable range at the time of the call. She advised that the sensor glucose and blood glucose discrepancy was not present in this case because she had changed the sensor recently. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.